Event description:
Reportedly between september and october, 2003, surgeons reports to have had a patient experience a dehiscence with a looped maxon suture. Dr. Reports the suture tore through the tissue on the case. Surgeon restured patient without complication. No additional information.